Event description:
The salute fixation device is intended for fixation of prosthetic material. The system was being utilized for a laparoscopic ventral hernia repair. The surgeon successfully deployed one disposable implant cartridge and required more "q" constructs. A second disposable implant cartridge was loaded. A straight wire was deployed from the salute tip, which punctured the surgeon's glove and finger. The pt had hep a. There was no adverse affect to the pt. There was no further info available from the hosp.